Event description:
Right and left posterior shoulder pain [musculoskeletal pain]. Arthritis in hands was worse [arthritis]. Pain all over [pain]. Painful to bend knee (mobility decreased) [mobility decreased]. Mild-moderate effusion (knee effusion) [joint effusion]. No pain relief (device ineffective) [device ineffective]. Swelling in right knee/increased swelling anterolateral knee [joint swelling]. Pain in right knee/increased pain in anterolateral knee/difficulty to put weight on without increasing [arthralgia]. Case description: a spontaneous report was received on 23 september 2009 from an (B)(6) pt with a history of osteoarthritis of the knee, initials (B)(6), previous treatment with synvisc in (B)(6) 2008, who experienced pain in right knee/increased pain in anterolateral knee; swelling in right knee/increased swelling in anterolateral knee; no pain relief; right and left post (posterior) shoulder pain; arthritis in hands was worse; pain all over, mild-mod (moderate) effusion; painful to bend knees, and difficulty putting weight on (knee) without increasing pain after receiving synvisc-one. The pt received an injection of synvisc-one in the right knee on (B)(6)-2009. On (B)(6)-2009, the pt reported that she experienced pain and immediate swelling in right knee after receiving synvisc-one in right knee. She stated that the pain and swelling lasted for five days. The pt's physician was contacted for further info. Additional info was received from the pt's physician on 22-oct-2009. The office notes from the pt's visits were received. On (B)(6)-2009, the pt received a shot of synvisc-one in the right knee. On (B)(6)-2009, the pt reported to the physician that it was very painful and there was some swelling during the night. The pt was sore at this point and had difficulty to put weight (on the knee) without increasing pain. On (B)(6)-2009, the pt called the physician's office to report that she was having physical problems which she believed were due to synvisc-one. She reported that she was experiencing pain in shoulder joints, pain in hands, knee felt like before the shot, and to bend the knee was also painful. Clinic notes on (B)(6)-2009, from the physician said that there was increased pain/swelling of anterolateral knee on the evening of injection. There was no pain relief and by this time the pt was experiencing right and left posterior shoulder pain and the arthritis in the hands was worse. The pt was feeling pain all over and was worried that this was an allergic reaction to the synvisc-one. The physician noted that there was no evidence of allergy. There was mild-moderate effusion, but the knee was not hot, warm, or red. The pt was still experiencing pain with ff as before. The pt was given a medrol dosepak to address the overall inflammatory situation. The pt was to follow-up with the physician in a week's time. On (B)(6)-2009, the pt was seen by the physician. The physician's notes from this visit noted that the pt was getting along ok and the synvisc was 1/2 as good as last time. The pt had picked up info at the pharmacy about synvisc and it had the side-effects listed that the pt had. At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of synvisc one is no affected by this report.